Event description:
On (B)(6) 2025, the user experienced cartridge malfunctions when the plunger fell out of the ilet, once after filling the cartridge and once while inserting it. The user reported the cartridges appeared defective. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.